Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received failed battery test alarm. The customer's blood glucose was 196 mg/dl at the time of incident. The customer's spouse stated that the battery compartment and spring were neither damaged nor corroded. The customer's spouse stated that the battery cap was not missing or damaged. The customer's spouse stated that the failed battery test alarm recurred after inserting a new battery. The insulin pump will be returned for analysis.